Event description:
The customer reported system not fully accepted by regulatory body deficiencies with phototimer, filtervalue, aluminum equivalent, dose adjustment in high level mode to high. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. (B)(4).